Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon opened a 12.1mm vticmo12.1 implantable collamer lens, -15.00/+3.0/093 (sphere/cylinder/axis), and detected a marginal defect under the microscope. The surgeon decided to implant the lens and when ejecting the lens from the cartridge, a lens crack was found. The lens was inserted and removed during the same surgery. Another lens was implanted and the result is good and patient is satisfied. D4: serial # (B)(6). Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaints within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a vial in liquid with debris on the lens. Visual inspection found the optic and haptic torn with foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon opened a 12.1mm vticmo12.1 implantable collamer lens, -15.00/+3.0/090 (sphere/cylinder/axis), and detected a marginal defect under the microscope. The surgeon decided to implant the lens and when ejecting the lens from the cartridge, a lens crack was found. The lens was inserted and removed during the same surgery. Another lens was implanted and the result is good and patient is satisfied.